Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the device had over infusion incident of magnesium sulfate. The device was programmed to infuse 50 ml of magnesium sulfate ( with a concentration of 1gm/ 50ml) in 60 minutes, clinician found device delivered the 80 ml in 21 minutes. The patient was monitored following the incident and no changes were noted. There was patient involvement but no harm.

Event description:
It was reported that the device had over infusion incident of magnesium sulfate. The device was programmed to infuse 50 ml of magnesium sulfate ( with a concentration of 1gm/ 50ml) in 60 minutes, clinician found device delivered the 80 ml in 21 minutes. The patient was monitored following the incident and no changes were noted. There was patient involvement but no harm.